Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the patient was brought in and it was determined the lead was pericardial. The system was explanted.

Manufacturer narrative:
Continuation of d10: product ID ev240163; serial # (B)(6); implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the extravascular (ev) lead, fibrosis/scar tissue was felt at the diaphragmatic attachments and the physician was unable to complete blunt dissection with their finger. Cautery was used to break the tissue and the substernal tunneling tool was used to ultimately break through. The first tunnel and lead deployment appeared to be in the pleural space. The lead was left of the sternal border and moving with the patient's lungs. Lead was removed and re-tunneled a second time. The second lead deployment, showed the lead laying on the heart, following the curvature of the head in a lateral x-ray. In the anteroposterior (ap) view, excessive windshield wiper motion was seen. Lead was again removed, for re-tunneling. The third lead deployment, was thought to be outside the pericardium and instability of electrical signals and lead motion was observed. The fourth lead deployment was aimed leftward along sternal border. The physician tried to get a new access point into retrosternal space. The lead deployment  appeared similar in nature to the third deployment. No ectopy was seen and lead motion was seen in ap view. The lead was following curvature of the heart seen in lateral view. The physician felt like an extravascular implantable cardioverter defibrillator (ev-I cd) system was the only option for the patient. Therefore, due to stability of in electrical signals the physician opted to leave the lead in place. A successful defibrillation threshold test occurred and the implant procedure was completed. Two days post implant, the extravascular (ev) lead triggered an alert due to low high voltage impedance. The lead remains in use. No further patient complications have been reported as a result of this event.